Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered 21 units of insulin while still being connected to the pump during the fill tubing process. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose (bg) was 230 mg/dl. Reportedly, the customer successfully completed the load process. Upon follow up, the customer's bg was 259 mg/dl. Customer declined further assistance.